Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of either off-axis impaction or impingement with soft tissue or bone during implantation leading to incomplete engagement of the taper and subsequent disassociation of the humeral head and replicator plate. However, this cannot be confirmed without radiographs from the index procedure. Section h11: *the following sections have corrected information: (d4) serial number: (B)(6), expiration date: 16-dec-2025. (D11) concomitant device(s): 300-20-02, 5906793 - equinox square torque define screw drive kit. 300-10-45, 5082349 - equinoxe replicator plate 4.5mm o/s. (H4) device manufacture date: 18-dec-2015.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-10-45, 29237022 - equinoxe replicator plate 4.5mm o/s. Torque screw.

Event description:
As reported, approximately 20 days after the initial right tsa on this (B)(6) y/o male patient, the humeral head disassociated from replicator plate. A revision included replacing the replaced 4.5 replicator, torque screw, and 53 mm humeral head. Patient was last known to be in stable condition following the event. Devices will be returned.